Manufacturer narrative:
The lot specific to this event was not known; therefore, a lot history and a device history record review was not possible. Neither a pack number nor lot number were provided for this complaint; therefore, the components in the pack could not be reviewed. No sample was returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. The origin of the reported blue fuzz cannot be determined with the information provided. Potential root causes include an error during the manufacturing process of one of the component suppliers, an error during the custom pak assembly process, and customer handling, including cleaning practices at the customer's facilities. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that an ophthalmic surgeon observed a fiber in the patient's eye during a postoperative visit one day after a cataract procedure. The fiber was removed from the patient's eye the same day. No additional information is expected.